Event description:
On 3/13/2024 an email was sent to intuvie from the distributor asking for hexfile as they observed flowrate issue where it was delivering 11.01ml at .10% offset and it needs a flowrate offset of 00% according to the distributor. This is issue was found during bench testing and no patient involved.

Manufacturer narrative:
This flowrate issue was observed during calibration done by the distributor. Distributor asked for hexfile and will be sent.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. A flow rate accuracy above +5% but below +15% specification represents a severity of 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #(B)(4).